Event description:
A surgeon reported a patient experiencing glare and halos following bilateral intraocular lens (iol) implant surgery. The surgeon also reported that the patient's vision is not correctable. The surgeon reported the pt had an unusual central reflex on examination. In a follow up, the surgeon reported the event has not resolved. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. A completed questionnaire was received on 05/05/2009. This report was mailed to FDA on: 05/15/2009.